Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain at the ipg site. It was also reported the pt felt the ipg may have moved. The pt treated and resolved the pain at the ipg site with lidoderm patches.